Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 1 year, 1 month. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 due to volume overload and was discharged the following day. The patient had reportedly experienced unspecified symptoms. The patient was listed as status 1a on the heart transplant list as the physician felt that the pump was malfunctioning; "concerns that something is not quite right with pump function-not clearly evident what the problem is¿. As of (B)(6) 2017, the patient was doing well. The patient had a ramp echocardiogram and computed tomography with no clear evidence for recurrent volume overload and increased lv filling pressures. The lvad team is continuing with medication and lvad speed adjustments. No additional information was provided.